Event description:
It was reported that patient had interbody fusion with interbody device/ infuse bone graft/mastergraft supplemented with posterior fixation and supplemental posterolateral fusion with infuse bone grat from l5-s1. Approximately 8 months post op. Patient began having leg pain and CT showed "either a small fragment of disc material or some abnormal calcification in the right intervertbral foramen." A revision surgry was performed approximately 9 months post op by a different surgeon. This surgoen reports that the "tissue findings were of irregular bone and cartilage fragments with minimal soft tissue attachment."